Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition during testing at the user facility. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone during an alarm condition. This was due to a broken joint between the red beeper wire and the positive terminal of the beeper which disabled the beeper assembly. The possible cause was a cold solder joint due to an assembly error during manufacturing. This report represents all the info known by the reporter upon query by hospira personnel.